Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. The usm was tested on an in-house system in normal mode where it triggered error 31226. Unit was also tested on a patient side cart fixture test platform where it failed fiber test on the parallelogram. Aba troubleshooting was performed with gold parallelogram fiber was installed and the test passed. No signs of damage during visual inspection. The probable root cause is due to a failing parallelogram fiber in the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that universal surgical manipulator (usm) 3 had errors 32097 and the fse decided to replace the usm 3 due to the errors seen and heard from the logs and customer. The system was tested and is ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that multiple errors occurred against universal surgical manipulator (usm) 3. The intuitive surgical, inc. (Isi) technical support engineer (tse) verified 32097, 32114, and 32096 errors occurred in the system logs. The tse walked the caller through a hard power cycle and emergency power off (epo) of the patient side cart (psc). The system powered back on without error, but the tse advised that the errors could return. The customer continued with the procedure. There were no reports of patient injury.